Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of four reports (3007042319-2015-01475, 3007042319-2015-02978, and 3007042319-2015-02979) submitted for devices related to the same event.

Event description:
It was reported that the patient's batteries are failing to keep adequate charge. There were no effects on the patient.